Event description:
It was reported that the customer's insulin pup had an error alarm during the manual prime process. Advised the caller that the customer should revert to back up plan. The customer's blood glucose reading was 383mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error alarm during the basic occlusion test as a result of a loose drive support disk.